Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. The trial date was unknown. It was reported that upon waking up this morning, on (B)(6) 2025, they noticed wires hanging out from their back. They were unsure whether they were pulled or came off on their own. The situation has caused them some concern and anxiety. They assisted them in checking whether their therapy was still active and confirmed that the therapy remains on and connected. They advised them to contact their doctor's office for further assistance. They had also notified their manufacturing representative (rep) regarding the wires hanging from their back. It was unknown if the issue was resolved at the time of report. It was unknown if surgical intervention occurred.

Manufacturer narrative:
Continuation of d10: product ID: 306001, lot# unknown, product type screening device product ID: 306001, lot# unknown, product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, product ID: 306001, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.